Manufacturer narrative:
The parts were returned for failure investigation, customer complaint verified. Root cause is mechanical failure of blower motor.

Manufacturer narrative:
B4:02aug2021. The customer replaced the motor controller card, but the problem persists with a lack of ventilation. The customer reported that the turbine does not rotate anymore. There was no patient/user involvement as the incident occurred during performance verification testing. The field service engineer (fse) confirmed a technical malfunction of the turbine and pcba motor. The turbine and pcba motor were replaced to resolve the issues.

Manufacturer narrative:
Date of report: 20may2021. C53269-insufficient information. It is unknown if there was a patient involvement. Additional information has been requested.

Event description:
The customer reported an error message at start-up: "turbine is down." It is unknown if there was a patient involvement. Additional information has been requested.